Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed through evaluation. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switch to move in and out from the upper and lower door latch. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper and lower auxiliary were replaced.

Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was "no patient involvement."